Event description:
Healthcare professional reported that a patient was injected in the mandible with juvéderm® volux¿ xc. The patient was concomitantly injected with multiple unspecified products. Three weeks later, the patient had ¿pretty significant swelling and pain¿ on the left mandible. The patient was treated that day keflex 500 mg 4 x a day for 7 days and a steroid pack. After a week, swelling subsided and everything went away. Three days later, the swelling and pain returned and the 4 vials of a ¿dissolver¿ were given. The patient was seen 12 days later and was given another 4 rounds of dissolver, bactrim, doxycycline, and another steroid pack. The patient followed up once a week for 4 weeks with good results. An ultrasound was performed that showed ¿a pocket¿ that was assumed to be filler. An aspiration was attempted but was unsuccessful, leading the healthcare to suspect an ¿abscess.¿ the patent would return 2 months later from the swelling returning and more dissolving was planned. A medical director believed the event was not filler-related due to how much had been dissolved. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00637 (abbvie complaint (B)(4)). This MDR is being submitted for the suspect product, unk dermal filler.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.